Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mhm616, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic fallopian tube recanalization on (B)(6) 2019 and suture was used. During the procedure, the suture had been broken in the newly dispensed suture. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA; 01/22/2020. Additional h3 investigation summary: it was received for analysis an unopened sample of product code j310h, lot mhm616. The complaint sample was not returned for analysis. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements.